Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the insulin pump was no longer delivering the insulin and the reservoir icon was red. The customer reported no adverse event. The event involved product mmt-1880. Customer reported high blood glucose with 500 mg/dl. Troubleshooting was performed and it was found that customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event .no harm requiring medical intervention was reported. Mmt-1880 was returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. Pump passed the dat at 0.8725 inches. Unit care link and pump history was download successfully. The low reservoir alarm was set to 20.0 units. After the pump seated, the pump was programmed multiple test boluses. After the bolus deliveries, the pump alarmed low reservoir. The units remaining on the pump¿s status screen was at 20.0 units. The low reservoir alarm functions properly during testing. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 645250 (64.525 u) dailytotalofbasalinsulindelivered: 306750 (30.675 u) percentageofdailytotaldeliveredasbasalinsulin: 48 dailytotalofbolusinsulindelivered: 338500 (33.85 u) on (B)(6) 2024 04:43:13.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 33500 (3.35 u) bolusamountdelivered: 33500 (3.35 u) on (B)(6) 2024 06:24:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) bolusnumber: 138 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 47000 (4.7 u) bolusamountdelivered: 47000 (4.7 u) on (B)(6) 2024 09:30:24.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) bolusnumber: 139 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 41000 (4.1 u) bolusamountdelivered: 41000 (4.1 u) on (B)(6) 2024 10:53:29.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) bolusnumber: 140 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 77000 (7.7 u) bolusamountdelivered: 77000 (7.7 u) on (B)(6) 2024 13:27:24.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) bolusnumber: 141 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 60000 (6 u) bolusamountdelivered: 60000 (6 u) on (B)(6) 2024 20:11:50.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) bolusnumber: 142 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 80000 (8 u) bolusamountdelivered: 80000 (8 u) tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with missing display window/cover, cracked keypad overlay and pillowing keypad overlay. Unit passed required testing. Not confirmed possible over delivery anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.